Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the dex41 (claw extractor) broke while retracting the gall bladder. The spring broke and fell into the pt. The surgeon is unsure if the spring was captured by suction. The spring was not found and the procedure was finished. A second dex41 was opened but not used. A third dex41 was still in sterile package, but outer package and instrument had been damaged. There was no consequence to the pt.